Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient programmer backlight was not working properly. The patient reported that they were charging too frequently. The patient reported that they had programming session with the manufacturer representative 3 weeks ago. There was no reported of previous overdischarge. The patient reported that the ins was depleting fast. The patient was told to have a recharger interval calculation with the manufacturer representative during their next meeting. No patient complications have been reported because of this event.